Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was sent back to the manufacturer for evaluation related to the field safety notification. There was no report of serious patient harm or injury. The device was returned to the manufacturer¿s third-party service center for further investigation. No findings were noted regarding the external evaluation of the device. The device was internally inspected. The device powered on and airflow confirmed. The device¿s downloaded logs were reviewed by the manufacturer. No error codes were noted. The manufacturer concludes that foam particles were present within the blower assembly of the device. Dust contamination was also noted within the device.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center concludes that foam particles were present within the blower assembly of the device. The service center also found dust contamination within the device. The device's downloaded event log was reviewed and found no error logged. The unit passed all the final test. The foam gets replaced and the device has been repaired.